Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the fill port of a large volume infusor. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured april 9, 2016 ¿ april 11, 2016. The device was received for evaluation. A visual inspection identified a cut in the tubing. A functional test was performed with a leak from the cut tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.